Manufacturer narrative:
The pump had unresponsive up buttons due to corroded keypad traces. Unable to perform any test or verify low battery life due to unresponsive buttons. The pump had minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the buttons on the insulin pump were unresponsive. The customer's blood glucose level was not reported. The customer changed the insulin pump's battery every three days. The customer discontinued the use of the insulin pump and followed their medical prescription for insulin shots until the replacement arrived. The customer was advised that the device would be replaced and agreed to return the product for analysis.